Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini drawer popping out. A field service engineer replaced mini engine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a mini drawer popping out. The customer reported that all pockets accessible during the removal of the medication could potentially lead to drug diversion. There were no adverse events or injuries reported based on this event.